Event description:
Specials angiotray lot # 46581867, specials angiotray was opened and prepared for procedure. Contrast in sterile cup was noted to have a small blue ball shaped foreign body floating in contrast was added. Tray and all components were removed and another tray was opened for the procedure.